Event description:
It was reported that the patient experienced weakness. It was reported that a right atrial (ra) lead exhibited low impedance warning. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.